Event description:
It was reported that a pt underwent a supracervical hysterectomy, colpopexy, paravaginal repair, and a sling procedure in 2008. At about approximately 51 days later, the pt presented with a urinary tract infection. The pt was given augmentin five hundred milligrams two times per day for five days. The pt is now well with no signs of infection. The event was resolved about 5 days later.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.